Event description:
Resident was being transferred onto the toilet using a sara 2000. Safety belt on lift opened and resident fell to floor. Fall resulted in supracondylar fracture of the distal left femur and fracture of the distal right tibia and fibula.